Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced due to intermittent capture. The patient was stable after the procedure and reported no symptoms prior.

Manufacturer narrative:
Analysis was normal. No anomalies were found.